Event description:
Acdf plate locking cap detached from the plate. This was noticed on post-op x-rays, 2 years after case completion. No revision surgery scheduled. No surgical technique provided. No patient anatomy provided. No harm or injury to the patient was reported. On post-op x-rays, the locking cap appears to have detached from the van gogh plate. Patient is doing well, no revision surgery scheduled. Cause is indeterminate. There is not enough information: patient anaotmy, post surgery activity involving servere flexion and/or extention of head, no pre-op and port-op imaging, no-returned parts. Typically, cervical long anterior plate constructs are prone to higher load at the base level. Under normal loading and clinical conditions, the force required for failure of the locking element is above anatomical vector loads; requiring posterior supplementary fixation. Also, it unknown whether the screw head was properly seated below the blocking element because when not fully seated in the plate pocket, the screw head risen above the locking element and can induce additional friction and/or potential stress prone to fracture. Cause is unknown from lack of provided information.